Manufacturer narrative:
Results: the embolization coil was detached from its pusher assembly and the proximal constraint sphere was present on the proximal end of the coil. Conclusions: evaluation of the returned pod8 was unable to confirm the reported kinked pusher assembly because only the embolization coil was returned. It was confirmed that the embolization coil was detached from the pusher assembly. The root cause of the pod8 becoming detached from its pusher assembly could not be determined. The pusher assembly to the pod8 and the lantern identified in the complaint were not returned to penumbra for evaluation; therefore, the reported kinked pusher assembly could not be evaluated nor could cause be assessed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod8s. During the procedure, while unsheathing a pod8 into a lantern delivery microcatheter (lantern), the pod8 pusher assembly was inadvertently kinked; therefore, it was removed. While attempting to re-sheath the pod8 outside the lantern, the pod8 detached from its pusher assembly. The procedure was then completed using additional penumbra coils and the same lantern. There was no report of an adverse effect to the patient.